Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 23jan2019 to assess the instrument test well image in question, which appeared as visually positive. The instrument event log showed no significant errors or warnings, and the camera looked good, with its image as clear and calibration in range. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody screen when tested with a galileo echo instrument on (B)(6) 2019.